Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately 40 minutes after the start of the patient's hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. No dialyzer damage was visible. Blood test strips were used and tested positive. The machine alarmed. The patient's estimated blood loss was approximately 300cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. The fiber bundle was tinged with blood residue. No defects or damage noted on or within the returned dialyzer. The dialyzer was subjected to a bubble point test; where a steady flow of bubbles was noted from the potting cut surface on both ends of the dialyzer. The dialyzer was then subjected to destructive disassembly for further visual analysis. The sonically welded screw flanges were removed, the non-cavity ID end of the dialyzer was severed below the base of the screw flange and the fiber bundle was withdrawn from the housing. The non-cavity ID end of the fiber bundle was cauterized and the fiber bundle was then submerged in lukewarm water with low air pressure (between 2 to 4 psi) flowing through the fiber bundle from the cavity ID blood port. The source of the leak noted during bubble point testing was not able to be relocated; the fiber could not be identified. Subsequent to disassembly of the dialyzer, no damage, voids or irregularities were observed. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The reported complaint is confirmed as a fiber leak which was noted during bubble point testing. During bubble point testing a steady flow of bubbles was noted from the potting cut surface on both ends of the dialyzer. During disassembly the leak detected during bubble point testing could not be identified. However, once a dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility.